Event description:
On 06/12/2009, the patient reported that "a week or so" ago his blood glucose elevated to 295 mg/dl and he bolused 6 units of insulin. His blood glucose then increased to 405 mg/dl and he bolused 8 units of insulin but his blood glucose did not decrease. He noticed that the cartridge compartment of the infusion device was full of insulin and he removed the insulin cartridge and allowed the infusion device to dry overnight. He stated that the insulin cartridge did not appear to be damaged. He switched to his backup infusion device and bolused and his blood glucose returned to normal. The following morning, he reconnected to the primary infusion device using a new insulin cartridge. He changed the infusion site and tubing a few days later and an e4 was displayed when the insulin cartridge reached 200 units. He switched to his backup infusion device using the same accessories and had no further issues. He stated that he does not attach the infusion tubing to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and infusion tubing were discarded. The infusion device was replaced and requested to be returned for evaluation.